Manufacturer narrative:
A2): patient date of birth unk. A3b.): patient gender unk. B7): other relevant history unk. D4/h4): the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, progress was achieved to the rv coil of the lead. While attempting to advance over the rv coil, a pericardial effusion was noted via transesophageal echocardiography (tee), and the patient's blood pressure dropped. Rescue efforts began, including rescue balloon and subxiphoid window, with approximately 240 cc of blood drawn off (suspected rv perforation). The rv lead tip was found to be extracardiac, observed through the subxiphoid window. The patient stabilized with no further intervention required, and the lead extraction continued. A spectranetics 13f tightrail rotating dilator sheath was used to extract the rv lead with no further issues. The procedure was completed, the patient survived and is doing well. This report captures the lld ez providing traction within the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.